Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The blood glucose reading was 2.2 mmol/l. Smart guard was on during their low blood glucose incident. The customer had just received new pump and had not yet set alarm stop before low or on low. It was unknown how the customer treated for their low. The insulin pump will not be returned for analysis.